Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir did not sit in reservoir compartment correctly as well as insulin pump had audio or beep anomaly. Customer's blood glucose value was unknown at the time of the incident. The customer was not doing the troubleshooting. The customer stated that the alarms were faint and hard to hear, did not get alarm when customer was out of insulin and when the reservoir was empty. The customer stated that they were not able to twist the reservoir in the insulin pump after rewinding the insulin pump. Customer did not had tubing clamp to test the absence of alarm. Customer stated that there was no damage on the insulin pump. Customer stated that the beep was not real loud and insulin pump was not providing the correct sound when alarming beep or vibrate anomaly. Customer states they were having trouble hearing the beeps. The customer stated that the insulin pump beep very faint during the tone test of the self-test. The device will not be return for analysis.

Manufacturer narrative:
Device passed self test. Device was tested with no audio/vibrate anomaly noted. Device received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken off. (B)(4).